Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fresenius 2008t hemodialysis (hd) machine had a treatment time display error. The treatment time was displayed as 8 hours instead of the actual time programmed, which was 4 hours. It was reported that the patient did not have an adverse reaction and that they were able to complete treatment on the same machine. The reporter was advised to replace the machine's functional board in order to resolve the issue. Additional patient and event information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.